Manufacturer narrative:
Date of event: event was reported to have occurred on an unreported date in (B)(6) 2021. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as due to "serratia spp". It was not reported if the patient was hospitalized or initiated with treatment for the event. The patient recovered from the event. Approximately a month after, the patient experienced "peritoneal dialysis peritonitis" which was manifested by cloudy effluent and was hospitalized. The cause of the event was due to "serratia spp". On an unreported date, the patient was treated with unspecified antibiotic (ongoing, dose, route, frequency and duration were not reported) for the event. At the time of this report, patient has recovered from the events. A catheter replacement was performed and pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.